Manufacturer narrative:
During the evaluation, the service engineer (se) reported that the following parts were replaced - data acquisition (da) printed circuit board assembly (pcba), power management (pm) pcba, motor control (mc) pcba, and da to mcba cable. Although the parts were replaced, the se reported that the test equipment failed, and addiitonal follow up was required.

Manufacturer narrative:
The service engineer (se) reported that the following parts were replaced - data acquisition (da) printed circuit board assembly (pcba), power management (pm) pcba, motor control (mc) pcba, and da to mcba cable. The se then reported that the performance verification test (pvt) was completed, and device passed successfully. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "machine and proximal pressure sensors failed" error code (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "machine and proximal pressure sensors failed" error code (1007). The customer reported trying a few different pcba and nothing solved the issue, but the issue was not resolved. The device was evaluated, and the service engineer (se) found that the device had a broken connector motor control (mc) printed circuit board assembly (pcba), power management (pm) pcba. A follow up was required. Investigation ongoing / resolution pending.